Event description:
The information received from (B)(4) study indicated that the patient was admitted with a positive test for ischemia. The 1st target lesion was located in the mid left anterior descending (lad) artery. This lesion was within 5mm from a previously placed cypher in the lad. The new stent was actually overlapped with the previous one; however, it was not an in-stent restenosis. The lesion was not pre-dilated. A 2.5 x 18mm cypher stent was implanted at 18 atm successfully. The residual stenosis was 0%. The stent was not post-dilated. There were no angiographic complications and no product malfunction. The 2nd target lesion was located in the 1st diagonal branch. A guidewire was advanced through a previously placed cypher stent in the lad. The lesion was pre-dilated at 18 atm with a 2.3 x 20mm balloon. There were two unsuccessful attempts to deliver a 2.25 x 18mm cypher stent. The stent could not be implanted. The lesion was treated with percutaneous transluminal coronary angioplasty (ptca) only. The residual stenosis was 10%. A dissection occurred. The post-procedure dissection grade was 0. The timing of the dissection as related to the stent is not known. The day after the procedure the patient experienced an arrhythmia.

Manufacturer narrative:
The patient had an atrial fibrillation with a rapid ventricular response. The event was managed medically only. The severity of the event is moderate. The event resolved without sequelae. The event was reported to be unrelated to the index procedure and the cypher stent. The patient was discharged the day after the procedure. The target lesion located in the mid left anterior descending artery was type b1, 10mm long, had 70% stenosis and was de novo. The target lesion located in the 1st diagonal branch was type b2, had 90% stenosis and had >2 lesions per vessel. The left coronary artery was engaged with a 6f ebu 3.75 guide catheter. A cougar xt guidewire was advanced into the lad. A 2.5 x 18 mm cypher des was deployed in the mid lad with a maximal balloon inflation of 18 atms. A pilot 150 guidewire was then advanced into the first diagonal branch through a previously placed stent in the lad. A 2.0mm ptca balloon would not cross into the diagonal branch. The proximal/ostial diagonal was then dilated with a 1.5 x 15mm apex ptca balloon inflated to a maximal 14 atms. The pilot wire was removed and a cougar xt guidewire was advanced into the diagonal. A 2.25 x 18mm cypher stent would not cross. The diagonal was then dilated with a 2.0 x 20 mm apex ptca balloon inflated to 14 atms. There was a small localized coronary dissection at the area of balloon inflation. Again the stent would not cross. A second cougar guidewire was advanced as a buddy wire. Still the stent would not cross. The diagonal was dilated again with the 2.0mm apex balloon to 10 atms. A 2.25 x 18mm integrity bms would not cross. The 2.0mm apex balloon was inflated in the diagonal to 10 atms for 40 seconds. After this there was minimal residual stenosis with timi 3 flow and no further evidence of dissection. No further intervention was pursued. Concomitant medical products: 2008 (exact day & month unknown): atenolol 25mg, valsartan/diovan 160mg, hctz 12.5mg, crestor/ rosuvastatin 5mg, 2009: felodipine 5mg, prilosec/omeprazole 20mg, 2010: kcl 20meq and vitamin d3 1000units. Please note that the catalog number is unknown. The information received from (B)(4) study indicated that the patient was admitted with a positive test for ischemia. The 1st target lesion was located in the mid left anterior descending (lad) artery. This denovo lesion was within 5mm from a previously placed unknown cypher in the lad. The new stent was overlapped with the previous one; however, it was not an in-stent restenosis. The reverence vessel diameter (rvd) was 2.5mm with a lesion length of 10mm, type b1, with a 70% stenosis. It was indicated as not heavily calcified or tortuous. The left coronary artery was engaged with a 6f ebu 3.75 guide catheter. A cougar xt guidewire was advanced into the lad. A 2.5 x 18 mm cypher was deployed in the mid lad with a maximal balloon inflation of 18 atms. This is greater than the rated burst of 16 atm which the IFU outlines should not be exceeded. The stent was not post-dilated. Pre and post timi flow was 3 and the residual stenosis was 0%. There were no angiographic complications and no product malfunction. The lot number of the first cypher stent implanted in the lad is not known; therefore a device history record review cannot be completed. Restenosis is a known potential adverse event associated with coronary artery stenting. Based on the lack of information related to the implantation of the first cypher stent no conclusion can be made regarding possible contributing factors. Progression of atherosclerotic disease is known to cause peri-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. With review of the information reporting no in-stent restenosis it appears that patient, vessel and procedural factors along with progression of existing coronary artery disease may have contributed to the reported in-stent restenosis. Therefore, no corrective actions will be taken.